Event description:
During deployment of two overlapping cypher stents, the lesion occluded. Pci was performed on this pt who presented for elective treatment of two lesions. First was a 34% de novo lesion in the left main of 25mm in length in an unk vessel diameter. The type c, eccentric lesion was also described as diffused, slightly calcified and at a bifurcation. The second lesion was a 50% de novo lesion in the proximal left circumflex of unk length and diameter. The type c, eccentric lesion was also described as tubular, slightly calcified, introitus, tortuous and bifurcated. The femoral approach was chosen. First treated, was the lesion in the proximal left circumflex and for which a 3.0x18mm cypher was deployed at 20 atm with direct stenting. Post-dilation was conducted with a 3.0x15 balloon at 20 atm for unspecified reasons. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 16%. Treated next was the lesion in the left main. The lesion was pre-dilated with a 3.0x15mm balloon at 12 atm before deploying two overlapping stents. First deployed was a 2.5x28mm cypher at 12 atm and a 3.5x18mm cypher at 18 atm, at the proximal end of the first stent. Pre-procedure medications included aspirin 200 mg/day, ticlopidine hydrochloride 200 mg/day and isosorbide mononitrate 40 mg/day. Intra-procedure medications included heparin 6000u, aspirin 200 mg/day, ticlopidine hydrochloride 200 mg/day and isosorbide mononitrate 40 mg/day.